Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the patient came in for another visit on(B)(6). This showed more high impedances on contacts 1, 2, 4, 5, 6, and 7 were greater than 10,000 ohms. The patient would be scheduled for a revision of the pain stimulation system. The event resolved with sequelae. The sequelae was revision of the pain system was planned.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-60, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3877-45, lot# 0208274071, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Implant dates were provided and it was noted that the lead was existing from a previous system implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45 lot: 0208274071, implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3877-45, lot# 0208274071, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a clinical diagnosis of a loss of paresthesia of the neurostimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014: product type extension product ID (B)(4) lot# 0208274071 implanted: (B)(4) 2014: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a clinical diagnosis where the patient reported that they don't feel any paresthesia anymore. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014: product type extension product ID (B)(4) lot# 0208274071 implanted: (B)(4) 2014: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), product type extension; product ID 3877-45, lot# 0208274071, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient came in for his follow-up visit and complained that he did not have adequate stimulation. The patient was experiencing paresthesia but not in the way it was before. This resulted in less pain relief. Device interrogation and device data specified high impedance of electrodes 0, 1, 5, 6, and 7 that was greater than 10,000 ohms. The patient was reprogrammed and the event resolved without sequelae. The event was related to the device or therapy and was not related to the implant procedure.